Event description:
On (B)(6) 2010, patient reported experiencing e4 (occlusion) errors all day today resulting in blood glucose readings up to 500 mg/dl. Patient's normal blood glucose range is 60-180 mg/dl. Patient reported she was not feeling well and her vision was blurred. Had patient go through the change the cartridge process and setting the piston rod to the level of the insulin cartridge; the e4 did not return for awhile. Had patient rewind the piston rod and reset it to the level of the insulin cartridge. Had patient attach the infusion adapter and infusion tubing to the insulin cartridge and then insert the cartridge into the infusion device. After the self test, had patient attempt to prime the infusion tubing; e4 (occlusion) error occurred again. Had patient disconnect the tubing and attempt to prime; was successful out of the top of the insulin cartridge and the infusion adapter. Had patient dry the tip of the cartridge, attach new infusion tubing and attempt to prime; was successful. Had patient connect the tubing to the infusion site and place the infusion device into run mode; e4 occurred again. Had patient remove the infusion site. Had patient connect the tubing to the infusion site and changing the site, and then place the infusion device into run mode. Had patient deliver 1.0 unit of insulin to fill the new cannula. Patient was able to deliver a correction bolus and e4 (occlusion) error did not return. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.